Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. Customer stated that the insulin pump was not alarming at the time of battery change. Customer did self test and it was passed. Customer stated that the insulin pump had replace battery now alarm. Customer stated hat the insulin pump received low battery alarm prior to replace battery now alarm. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.